Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated alert 38, identified as a motor stall, which was verified in the device history; the user was instructed to restart the pump, the alert recurred after restart, and the pump was replaced, with the user continuing on backup therapy. Symptoms included no reported changes in blood glucose. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy without medical intervention or hospitalization. Investigation included customer interview, device history review, guided restart, confirmation of adequate charge, and assessment of alert recurrence post-restart. Investigation of this device revealed a suspected internal motor or drive mechanism malfunction consistent with a pump motor stall, with the device component implicated in the infusion/drive system, as the alert reoccurred after restart and normal charging was verified.